Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) stating that electrode 9 was not out of range but it was on the high end at 4000. Patient was not programmed on that electrode before or after adjustments. Therefore rep didn't think this electrode was a factor in the rib stim. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was worried the lead moved. The rep reported that x-rays were obtained and the lead matched nlink notes of top of t7. The rep reported that the patient was worried because stimulation changed and he now felt stimulation in his ribs. There were no known factors that could have led to the issue. The rep reported that an impedance check was performed and was within normal limits. The rep reported that electrode 9 was in the 4 ,000 range, but everything else appeared to be within normal limits. The current settings weren¿t programmed on electrode 9. The rep reported that they reprogrammed the patient and were unable to get stimulation out of the ribs. 0-7 gets left ribs and legs, 8-15 gets right ribs and leg. The rep reported that they were able to get bilateral legs at 14/15 and the patient was happy with that. The rep was unable to get low back covered without getting the ribs. The patient had both low back and leg pain. The rep reported that the patient was given a high density setting at 14/15. It was noted that the issue was resolved. No further complications were reported.